Manufacturer narrative:
The review of the manufacturing records show that no remarkable incidents occurred. The device remains implanted; therefore, not available for evaluation. The investigation is currently underway.

Event description:
It was reported that a biliary stent was successfully implanted in a severely calcified and stenosed lesion in the patient's distal superficial femoral artery. Following a stenting, a pta balloon dilatation catheter was advanced for stent dilatation. After dilatation, the physician attempted to remove the pta balloon; however, the pta balloon could not be retracted and appeared that the balloon was caught on the proximal portion of the biliary stent. The balloon was reinflated and deflated and was then retracted; however, the retraction of the balloon caused the biliary stent top elongate approximately 3 cm. The stent did not appear to have fractured. The pta balloon dilatation catheter was removed without injury to the patient.